Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "rupture". Device remains implanted. Healthcare professional later confirmed.

Event description:
Patient reported left side "rupture." Healthcare professional later confirmed. Device has been explanted.

Event description:
Patient reported left side "rupture." Healthcare professional later confirmed. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: not observed. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "rupture." Healthcare professional later confirmed. Device has been explanted.